Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 had failed and was not detected on bus. A field service engineer shut down the station and inspected the rear of the unit; no light emitting diodes were present on the module controller. The fse powered down the station and tested the drawer controller with a multimeter, which read 4.0+ ohms and confirmed the controller was functional. The fse then replaced the module controller, reassembled the unit, and powered the station back on. Updates were allowed to complete as needed, after which the drawer was detected. Diagnostics acceptance testing was performed, and all functions were confirmed operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.